Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were variable and there was possible intermittent lv capture leading to intermittent effective cardiac resynchronization therapy (crt) pacing. The lead is still in use. No patient complications have been reported as a result of this event.